Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va12m4q , implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient had a lead revision due to decreased efficacy. During the replacement when the existing lead was being removed it was cut and all electrodes and tines remained in the patient. The rep indicated that the surgeon accidentally cut the lead during removal. The new lead was placed and the patient was getting good results. It is unknown if the remaining lead will be removed in the future. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.